Event description:
It was reported that the patient presented for follow-up and low impedance was observed. Insulation damage was noted at time of lead revision. Lead was capped and a portion was returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 21.8cm was returned for analysis. External insulation abrasions were found at 18.6-21.1cm, 20.2-21.8cm and 21.1-21.8cm from the connector pin, consistent with lead friction to the ICD can. The inner coil liner was abraded at 20.7-20.9cm from the connector pin. Without return of the entire lead, a complete analysis could not be performed.